Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation(mr). One clip was implanted with no reported issue, reducing mr to grade of 1-2. On (B)(6) 2022, the patient came in for follow-up. Echocardiography showed a single leaflet device attachment (slda) as the clip had detached from the posterior leaflet. Mr returned to severe. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation, single leaflet device attachment (slda), could not be determined. The reported recurrent mitral regurgitation (mr) was due to the slda. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3: start date corrected.